Event description:
The blood glucose device was smoking. Reporter started removing the device unit and its base and replacing it with a new meter and base. Reporter indicated no pt or staff was involved int he incident. A request was made for the return of the suspect device and replacement product was sent.